Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("essure coil was seen in the endometrial cavity along with the distal 3 cm portion of the introducer guide") and device breakage ("tip of guidewire from essure placement device abnormally stuck to the essure coil portion of the device located in endometrial cavity") in a 38 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: complication of device insertion ("complication of device insertion"). The patient had a medical history of endometriosis, bladder infection, discomfort, overweight, ovarian cyst, heavy periods, pelvic pain, parity 2 and multi gravida. On (B)(6) 2014, she experienced device expulsion (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. On an unknown date she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (hysteroscopy,diagnostic laparoscopy.bilateral salpingectomy,lysis of adhesions,fulguration). The reporter considered device breakage and device expulsion to be related to essure administration. The reporter commented: possible coil or part of introducer catheter in the uterus. Difficult to tell if coils are present in the tubes or not. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.965 kg/sqm. [Laparoscopy] on (B)(6) 2014: essure coil was seen in the endometrial cavity along with the distal 3 cm portion of the introducer guide, which was still stuck to the coil abnormally, that introducer guidewire should have released itself and left the essure within the fallopian tube; on the laparoscopy she was found to have stage ii endometriosis. The fallopian tubes were removed in entirety intact, one of which contains the essure coil tubal device. [Pathology test] on (B)(6) 2014: diagnosis based on gross examination only: essure coil. Right and left fallopian tube segments: no pathologic diagnosis. Specimen: a. Foreign body from uterus, b. Right and left fallopian tubes. Clinical history: pelvic pain, slipped essure coils. Macroscopic examination: "foreign body uterus" consists of a 3 cm in length x 0,2 cm in diameter coiled shiny spring with a central 3 cm tiny metal wire. [Ultrasound scan] (date unknown): shows possible coil or part of introducer catheter in the uterus. Difficult to tell if coils are present in the tubes or not. Hemorrhagic ovarian-cyst is present. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 22-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("essure coil was seen in the endometrial cavity along with the distal 3 cm portion of the introducer guide") and device breakage ("tip of guidewire from essure placement device abnormally stuck to the essure coil portion of the device located in endometrial cavity") in a 38 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: complication of device insertion ("tip of guidewire from essure placement device abnormally stuck to the essure coil portion of the device located in endometrial cavity"). The patient had a medical history of endometriosis, bladder infection, discomfort, overweight, ovarian cyst, heavy periods, pelvic pain, parity 2 and multi gravida. On (B)(6) 2014, she experienced device expulsion (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. On an unknown date she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (hysteroscopy,diagnostic laparoscopy.bilateral salpingectomy,lysis of adhesions,fulguration). The reporter considered device breakage and device expulsion to be related to essure administration. The reporter commented: possible coil or part of introducer catheter in the uterus. Difficult to tell if coils are present in the tubes or not. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.965 kg/sqm. [Laparoscopy] on (B)(6) 2014: essure coil was seen in the endometrial cavity along with the distal 3 cm portion of the introducer guide, which was still stuck to the coil abnormally, that introducer guidewire should have released itself and left the essure within the fallopian tube; on the laparoscopy she was found to have stage ii endometriosis. The fallopian tubes were removed in entirety intact, one of which contains the essure coil tubal device. [Pathology test] on (B)(6) 2014: diagnosis based on gross examination only: essure coil. Right and left fallopian tube segments: no pathologic diagnosis. Specimen: a. Foreign body from uterus. B. Right and left fallopian tubes. Clinical history: pelvic pain, slipped essure coils. Macroscopic examination: "foreign body uterus" consists of a 3 cm in length x 0,2 cm in diameter coiled shiny spring with a central 3 cm tiny metal wire. [Ultrasound scan] (date unknown): shows possible coil or part of introducer catheter in the uterus. Difficult to tell if coils are present in the tubes or not. Hemorrhagic ovarian-cyst is present. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.